Event description:
Event description guidant received information that during the implant procedure, difficulty in obtaining capture was experienced with this ventricular lead, due to high thresholds. During position attempts, x-ray confirmed successful extension and retraction of the helix (8-12 turns); however, the patient developed bradycardia and their blood pressure decreased, and felt very warm. An echocardiogram was performed, verifying the lead had perforated the right ventricle, resulting in a pericardial effusion. A pericardiocentesis was performed, which drained 200ml of body fluid. The patients heart rate and blood pressure returned to normal; however, the procedure was abandoned.